Event description:
It was reported that the patients spinal cord stimulator (scs) was not working as intended. The patient underwent an scs explant procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7077938/7078102. Product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 24326141.